Event description:
It was reported that during training/demo, the clinical sales representative (csr) contacted the technical support engineer (tse) when they are getting ready to do an in service, caller stated trying to power up the system but on the console it says trying to connect but it's taking some time. Tse had caller hard power cycle system but no luck, tse then had caller power up each cart in standalone and tower power button led was blinking blue, all other carts had solid blue. Tse had caller check event logs and live / current logs were not available or displaying any data. Tse did see 307 errors on 3rd and 5th power cycles pointing to sdcx on console. There was no patient involvement.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the common compute controller (ccc) product. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). The ccc product was analyzed and tested on an in-house equipment, fixture, or tool (eft) system where the component functioned as expected. The vision side cart (vsc) monitor could not show full display on the screen and the vision cart power button not stop blinking blue with a message of insufflator disabled. System was not be able to program. Unit was installed into test bench and powered on with a power supply. Unit was connected to pc and identified the tegra module was visible. This unit is confirmed to be bricked per document 1069151-01. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.